Manufacturer narrative:
The patient code has been updated.

Manufacturer narrative:
The rack was stuck due to a misalignment of a rack pusher. Two hooks which push the rack forward were somehow lower on the left side, so they went underneath a rack and got stuck. The pusher was re-aligned by lifting/adjusting the hooks on the left side. The issue was resolved and the system was operational again. The investigation determined that the user did not follow instructions in product labeling for manual rack removal. The top cover was not opened when reaching into the device. The user also did not wear gloves. Product labeling states: ""-lift and remove the cover over the transport lines for filled racks. -use both hands to grasp the 5 or 10-position rack by the ends. Lift the rack upwards." The reported issue does not show a product quality issue with the cobas 8100 system.

Event description:
The initial reporter stated that a biomedical scientist was injured when trying to remove a rack from the cobas 8100 system. The injured scientist was not wearing personal protective equipment, including gloves, at the time of the event. A rack was stuck inside the reformatter module of the cobas 8100 system and the instrument could not resume operation. In order to remedy the issue, the scientist decided to stick their hand inside the rack loading lane of the reformatter in order to free the stuck rack. The top cover of the reformatter was not open at the time. When the scientist pulled their hand back from the lane, a sharp fixed hook on the upper side of the lane cut the back of the hand. The scientist went to the emergency room. At the emergency room, the scientist's wound was cleaned, disinfected, and bandaged. The wound was not deep/big enough to require stitches. There was only a surface cut on the back of the hand. Two days after the injury, the scientist got an infection in the wound and arm. The infection was treated at the emergency room and the scientist has fully recovered. The specific treatment the scientist received was requested, but not provided. The scientist was able to resume work after the injury with no reduced function in their hand.